Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient experienced elevated blood glucose (bg) levels reading hi with no signs or symptoms. The reporter treated the patient with an injection syringe. The reporter stated that the cartridge cap came off the pump multiple times and once the cartridge was discovered out of the pump in the patient's bed. The reporter stated that they felt that the cannula was dislodged when the cartridge came out of the pump. Customer technical support (cts) confirmed with the reporter that there were no loss of primes. Cts noted that there were no associated alarms in the history. This report is being made due to the patient's alleged hyperglycemic event as a result of an alleged cartridge cap issue.

Manufacturer narrative:
Follow-up # 1 submitted: 09/11/2012 device evaluation: the pump has been returned and was evaluated by product analysis on 08/13/2012 with the following findings: investigation confirmed that the threads were stripped on the cartridge cap. The subject cartridge cap was not able to be fully secured on a test pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 07/26/2013 with the following results: no defect was found. No activity related to complaint observed in pump histories. No data in black box or download histories from time of reported high blood glucose due to continued use. No damage found to the cartridge compartment. A test cartridge cap was able to attach securely to pump. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.